Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with a left ventricular lead that was dislodged and exhibited loss of capture. The lead was programmed off. No further information was available.